Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1405602) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: unable to shuttle mynx down, deployment jam, manual compression was applied for less than 30 minutes. The patient was not hospitalized. Stick location: common femoral. Vessel size: greater than 5mm.